Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Issue had already resolved before customer contacted support after customer changed charging supplies, and no further actions were documented.